Event description:
Related manufacturer reference number: 1627487-2022-06383. It was reported the patient experienced ineffective therapy. As a result, the lead was replaced. During implant of a new lead, the lead could not be advanced into the ipg header. The physician attempt many times and decided to swap the ipg. The lead was inserted successfully into the new ipg. Therapy was restored postoperatively, reportedly.

Manufacturer narrative:
The reported event for inability to insert a lead into the ipg header was confirmed. Per event details, the physician could not fully insert a lead in port 9-16 during a lead revision. Analysis in the header chamber for port 9-16 confirmed a lead terminal end electrode was stuck in header channel block 9. The detached lead terminal end electrode prevented the lead to be fully inserted. The detached lead electrode likely occurred during the lead revision procedure. The electrode was removed in order to test the ipg. Once the lead terminal end electrode was removed, the ipg was functionally tested and passed all testing. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.